Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a clinical office visit, approximately three days post implant of the implantable pulse generator (ipg) high threshold, high impedance was noted for an associated lead, and dislodgement was suspected. Diagnostic testing/troubleshooting was performed, and the lead parameters were observed to be normal. As a result, the physician suspected the ipg. Subsequently, the ipg was explanted and replaced and the lead parameters were observed to be normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).